Manufacturer narrative:
Balloon: catalog number: 72400024, serial number: (B)(4), expiration date: 09/18/2013, manufacturing date: 09/2008. Pump: catalog number: 72400098, serial number: (B)(4), expiration date: 03/24/2014, manufacturing date: 03/2009. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient had his artificial urinary sphincter system replaced for unknown reasons. No patient complications were reported in relation to this event.